Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine puncture or tearing"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), allergy to metals ("essure metal spring allergy/allergic or hypersensitivity reaction type:, all metals, nickel allergy") and genital haemorrhage ("heavy and irregular bleeding") in a 25-year-old female patient who had essure (batch no. 863588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6) 2005; (B)(6) 2007; (B)(6) 2009; (B)(6) 2011), preterm labor on (B)(6) 2011 and spontaneous abortion (2003, 2004, 2008, (B)(6) 2010). Patient has no history of sexually transmitted diseases. Previously administered products included for contraception: depoprovera, patch and oral contraceptive nos; for an unreported indication: apri. Past adverse reactions to the above products included malaise with depoprovera; and pregnancy with oral contraceptive nos and patch. Concurrent conditions included incision site infection since (B)(6) 2012, overweight, allergic reaction to antibiotics, nausea, vomiting, diarrhea, uterine contractions weak since (B)(6) 2011, uti since (B)(6) 2011, metrorrhagia since (B)(6) 2012 and nickel sensitivity. Concomitant products included cilest (sprintec) since (B)(6) 2012 and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months 5 days after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis, migraine ("migraines/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines/ headaches") and nausea ("nausea"). On (B)(6) 2014, the patient experienced weight increased ("weight gain/loss specify which one :weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuation"), scar ("scarring"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (in (B)(6) 2012 underwent pelvic surgery, bilateral partial salpingectomy essure device removal) and surgery (bilateral partial salpingectomy essure device removal). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, allergy to metals, genital haemorrhage, migraine, dyspareunia, weight fluctuation, scar, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, nausea, weight increased and menstruation irregular outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, scar, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: as the endometrium expanded, we do see extravasation of contrast from somewhere along the inferior extent of the uterus. It is not coming from the endometrium, and it is not clearly coming from the tubes, but it is definitely extravasating and it expands along both adnexa. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2012, hysterosalpingogram test showed extravasation of contrast from the uterus into the peritoneum. This may be extending from the inferior extent of the uterus, and not the actual springs themselves. On (B)(6) 2013, ultrasound pelvis showed uterus: orientation-anteverted, size-7.2 cm length 4.2x5.2 cm transverse, endometrium-4 mm, mass-none, cervix-unremarkable. Right ovary: size-2.0x2.5x3.1 cm, flow present-yes, mass or cyst: 4-5 small follicular cysts, all less than 10cm size. No large or complex cyst. No solid mass. Left ovary: size-2.3x2.6x3.1 cm, flow present-yes, mass or cyst: 4-5 small follicular cysts, all less than 10 mm size. No large or complex cyst. No solid mass. Other findings: no free fluid in the cul-de-sac. Some engorgement of vascular structures seen at left adrenal region. On (B)(6) 2017, mammography, bilateral showed in the bilateral breasts there is asymmetric tissue in the upper outer quadrant with partially circumscribed margins. Sonography of this demonstrates no abnormalities. There is also a 6.5 mm circumscribed asymmetry in the posterior left breast along the axis of the nipple with no sonographic abnormalities. On (B)(6) 2017, CT abdomen pelvis with reformatted multiplanar imaging showed abdomen: liver-normal no focal parenchymal lesion. Gall bladder-no radioplaque caluculi. No acute inflammatory findings. Biliary ducts-nondilated. Pancreas-normal. No mass or inflammatory findings. Spleen-normal size, no focal parenchymal lesion. Adrenals-normal. Kidneys-normal. No mass, stone or obstruction. Ureters: non dilated, no ureteral stone. Pelvis: urinary bladder: normal. Reproductive: mild enlargement of smooth marginated uterus. No focal mass. 16mm low-attenuation rounded. Lesion at right ovary typical of cysts, correlating with similar finding at preceding ultrasound. CT also confirms sonographic appearance of vascular engorgement in the most pronounced toward the left adhexa, with patent contrast enhancement of dilated, tortuous left ovarian vein extending to its confluence with the left renal vein. On (B)(6) 2012, surgical pathology report showed fallopian tube, right, excision: completely transected fallopian tube without significant abnormality. Fallopian tube, left excision: completely transected fallopian tube without significant abnormality. Within the lumen is a partially uncoiled silver metallic covered wire consistent with essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, allergy to metals, abdominal pain, headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, removal date updated, historical conditions, concomitant drugs and conditions, new events vaginal haemorrhage, menorrhagia, allergy to metals, dermatitis , dysmenorrhea, headache, nausea, weight increased, symptom abdominal pain, menstruation irregular added. Ablation ticked for the event genital haemorrhage. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine puncture or tearing"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), allergy to metals ("essure metal spring allergy/allergic or hypersensitivity reaction type:, all metals, nickel allergy"), genital haemorrhage ("heavy and irregular bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 24-year-old female patient who had essure (batch no. 863588(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6) 2005; (B)(6) 2007; (B)(6) 2009; (B)(6) 2011), preterm labor on (B)(6) 2011 and spontaneous abortion (2003,2004,2008,(B)(6) 2010). Patient has no history of sexually transmitted diseases. Previously administered products included for contraception: depoprovera, patch and oral contraceptive nos; for an unreported indication: apri. Past adverse reactions to the above products included malaise with depoprovera; and pregnancy with oral contraceptive nos and patch. Concurrent conditions included incision site infection since (B)(6) 2012, overweight, allergic reaction to antibiotics, nausea, vomiting, diarrhea, uterine contractions weak since (B)(6) 2011, uti since (B)(6) 2011, metrorrhagia since (B)(6) 2012 and nickel sensitivity. Concomitant products included cilest (sprintec) since (B)(6) 2012 and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain, pain, pelvic pain (sharp)") and abdominal pain ("abdominal pain (sharp)"). In (B)(6) 2011, the patient experienced the first episode of migraine ("migraines"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis ("rashes or skin conditions type: dermatitis"), the second episode of migraine ("headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced weight increased ("weight gain/loss specify which one :weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuation"), scar ("scarring") and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (in (B)(6) 2012 underwent pelvic surgery, bilateral partial salpingectomy essure device removal), surgery (bilateral partial salpingectomy essure device removal) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, allergy to metals, genital haemorrhage, dyspareunia, pelvic pain, weight fluctuation, scar, vaginal haemorrhage, menorrhagia, dermatitis, dysmenorrhoea, the last episode of migraine, weight increased and abdominal pain outcome was unknown and the nausea and menstruation irregular was resolving. The reporter considered abdominal pain, allergy to metals, dermatitis, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstruation irregular, nausea, pelvic pain, scar, uterine perforation, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: as the endometrium expanded, we do see extravasation of contrast from somewhere along the inferior extent of the uterus. It is not coming from the endometrium, and it is not clearly coming from the tubes, but it is definitely extravasating and it expands along both adnexa. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2012, hysterosalpingogram test showed extravasation of contrast from the uterus into the peritoneum. This may be extending from the inferior extent of the uterus, and not the actual springs themselves. On (B)(6) 2013, ultrasound pelvis showed uterus: orientation-anteverted, size-7.2 cm length 4.2x5.2 cm transverse, endometrium-4 mm, mass-none, cervix-unremarkable. Right ovary: size-2.0x2.5x3.1 cm, flow present-yes, mass or cyst: 4-5 small follicular cysts, all less than 10cm size. No large or complex cyst. No solid mass. Left ovary: size-2.3x2.6x3.1 cm, flow present-yes, mass or cyst: 4-5 small follicular cysts, all less than 10 mm size. No large or complex cyst. No solid mass. Other findings: no free fluid in the cul-de-sac. Some engorgement of vascular structures seen at left adrenal region. On (B)(6) 2017, mammography, bilateral showed in the bilateral breasts there is asymmetric tissue in the upper outer quadrant with partially circumscribed margins. Sonography of this demonstrates no abnormalities. There is also a 6.5 mm circumscribed asymmetry in the posterior left breast along the axis of the nipple with no sonographic abnormalities. On (B)(6) 2017, CT abdomen pelvis with reformatted multiplanar imaging showed abdomen: liver-normal no focal parenchymal lesion. Gall bladder-no radioplaque caluculi. No acute inflammatory findings. Biliary ducts-nondilated. Pancreas-normal. No mass or inflammatory findings. Spleen-normal size, no focal parenchymal lesion. Adrenals-normal. Kidneys-normal. No mass, stone or obstruction. Ureters: non dilated, no ureteral stone. Pelvis: urinary bladder: normal. Reproductive: mild enlargement of smooth marginated uterus. No focal mass. 16mm low-attenuation rounded. Lesion at right ovary typical of cysts, correlating with similar finding at preceding ultrasound. CT also confirms sonographic appearance of vascular engorgement in the most pronounced toward the left adhexa, with patent contrast enhancement of dilated, tortuous left ovarian vein extending to its confluence with the left renal vein. On (B)(6) 2012, surgical pathology report showed fallopian tube, right, excision: completely transected fallopian tube without significant abnormality. Fallopian tube, left excision: completely transected fallopian tube without significant abnormality. Within the lumen is a partially uncoiled silver metallic covered wire consistent with essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, allergy to metals, abdominal pain, headache. Most recent follow-up information incorporated above includes: on 7-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine puncture or tearing"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), allergy to metals ("essure metal spring allergy/allergic or hypersensitivity reaction type:, all metals, nickel allergy") and genital haemorrhage ("heavy and irregular bleeding") in a 25-year-old female patient who had essure (batch no. 863588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2005; (B)(6) 2007; (B)(6) 2009; (B)(6) 2011), preterm labor on (B)(6) 2011 and spontaneous abortion (2003,2004,2008,(B)(6) 2010). Patient has no history of sexually transmitted diseases. Previously administered products included for contraception: depoprovera, patch and oral contraceptive nos; for an unreported indication: apri. Past adverse reactions to the above products included malaise with depoprovera; and pregnancy with oral contraceptive nos and patch. Concurrent conditions included incision site infection since (B)(6) 2012, overweight, allergic reaction to antibiotics, nausea, vomiting, diarrhea, uterine contractions weak since (B)(6) 2011, uti since (B)(6) 2011, metrorrhagia since (B)(6) 2012 and nickel sensitivity. Concomitant products included cilest (sprintec) since (B)(6) 2012 and vicodin (hydrocodone w/acetaminophen) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months 5 days after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis, migraine ("migraines/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines/ headaches") and nausea ("nausea"). On (B)(6) 2014, the patient experienced weight increased ("weight gain/loss specify which one :weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuation"), scar ("scarring"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstruation irregular ("irregular menses"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (in (B)(6) 2012 underwent pelvic surgery, bilateral partial salpingectomy essure device removal) and surgery (bilateral partial salpingectomy essure device removal). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, allergy to metals, genital haemorrhage, migraine, dyspareunia, weight fluctuation, scar, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache, nausea, weight increased and menstruation irregular outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, scar, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: as the endometrium expanded, we do see extravasation of contrast from somewhere along the inferior extent of the uterus. It is not coming from the endometrium, and it is not clearly coming from the tubes, but it is definitely extravasating and it expands along both adnexa. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. On (B)(6) 2012, hysterosalpingogram test showed extravasation of contrast from the uterus into the peritoneum. This may be extending from the inferior extent of the uterus, and not the actual springs themselves. On (B)(6) 2013, ultrasound pelvis showed uterus: orientation-anteverted, size-7.2 cm length 4.2x5.2 cm transverse, endometrium-4 mm, mass-none, cervix-unremarkable. Right ovary: size-2.0x2.5x3.1 cm, flow present-yes, mass or cyst: 4-5 small follicular cysts, all less than 10cm size. No large or complex cyst. No solid mass. Left ovary: size-2.3x2.6x3.1 cm, flow present-yes, mass or cyst: 4-5 small follicular cysts, all less than 10 mm size. No large or complex cyst. No solid mass other findings: no free fluid in the cul-de-sac. Some engorgement of vascular structures seen at left adrenal region. On (B)(6) 2017, mammography, bilateral showed in the bilateral breasts there is asymmetric tissue in the upper outer quadrant with partially circumscribed margins. Sonography of this demonstrates no abnormalities. There is also a 6.5 mm circumscribed asymmetry in the posterior left breast along the axis of the nipple with no sonographic abnormalities. On (B)(6) 2017, CT abdomen pelvis with reformatted multiplanar imaging showed abdomen: liver-normal no focal parenchymal lesion. Gall bladder-no radioplaque caluculi. No acute inflammatory findings. Biliary ducts-nondilated. Pancreas-normal. No mass or inflammatory findings. Spleen-normal size, no focal parenchymal lesion. Adrenals-normal. Kidneys-normal. No mass, stone or obstruction. Ureters: non dilated, no ureteral stone. Pelvis: urinary bladder: normal. Reproductive: mild enlargement of smooth marginated uterus. No focal mass. 16mm low-attenuation rounded lesion at right ovary typical of cysts, correlating with similar finding at preceding ultrasound. CT also confirms sonographic appearance of vascular engorgement in the most pronounced toward the left adhexa, with patent contrast enhancement of dilated, tortuous left ovarian vein extending to its confluence with the left renal vein. On (B)(6) 2012, surgical pathology report showed fallopian tube, right, excision: completely transected fallopian tube without significant abnormality. Fallopian tube, left excision: completely transected fallopian tube without significant abnormality. Within the lumen is a partially uncoiled silver metallic covered wire consistent with essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, allergy to metals, abdominal pain, headache. Most recent follow-up information incorporated above includes: on 16-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, removal date updated, historical conditions, concomitant drugs and conditions, new events vaginal haemorrhage, menorrhagia, allergy to metals, dermatitis , dysmenorrhea, headache, nausea, weight increased, symptom abdominal pain, menstruation irregular added. Ablation ticked for the event genital haemorrhage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine puncture or tearing"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuation") and scar ("scarring"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (in (B)(6) 2012 underwent pelvic surgery). At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, dyspareunia, weight fluctuation and scar outcome was unknown. The reporter considered dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, scar, uterine perforation and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.